Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the cuff separated from the catheter during placement. The catheter was replaced by another catheter and surgery was completed. No patient injury or medical intervention.

Manufacturer narrative:
The product sample returned consisted of one quinton peritoneal catheter, 2 cuffs. The catheter had signs of use. After visual inspection, it was noticed that the two white felt cuffs were not attached to the catheter. Rests of glue were found on the catheters area where the white felt cuffs are placed. The photo provided for the customer shows one pd catheter with its two cuffs apart of the silicone tube. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. This defect has been confirmed. With the available information, the most probable root cause could be considered as a manufacturing issue.. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% visual inspection during production, which would avoid cuff defects in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. The photo provided for the customer showed one pd catheter, with the two cuffs apart of the silicone tube. More information was requested to the customer and no additional evidence was provided for this analysis. This complaint will be reopened and updated accordingly if the product sample is returned. The event description states that the cuff separated from the catheter during placement. This statement is consistent with the image provided. However, since the sample was not returned, it is not possible to determine the reason of the cuffs dislodgement. This defect has been confirmed. The product sample was not returned to the manufacturing site for review but the image provided by customer shows a pd catheter with dislodged cuffs. Despite this, the mentioned image does not offer further information to relate the reported defect to manufacturing operations. Therefore, the most probable root cause could be considered as undeterminable. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would avoid cuff defects in the catheter assembly. This complaint will be used for tracking and trending purposes.